Event description:
It was reported that the ilet displayed repeated alert 38 indicating consecutive stalled motor activity, and the user was unable to complete a rewind even after a restart and dry run, consistent with a piston/motor malfunction. Symptoms included no injury and continued usability of the screen. Outcomes included device interruption that required replacement and return of the original device. Investigation included remote troubleshooting, verification of device function via dry run, and logistical arrangements for device return and analysis. Investigation of this case revealed a stalled motor with a broken piston preventing insulin delivery. It was concluded that the device experienced a mechanical motor/piston failure leading to an insulin delivery stoppage.